Event description:
It was reported the hemostatic valve of the sheath was not airtight. When the entire system was already introduced in the patient, the physician wanted to pump in with a syringe and noticed the presence of air. There were no reported consequence to the patient.

Manufacturer narrative:
We are awaiting device return. A follow up report will be submitted once our investigation has been completed.